Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer malfunctioned. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.